Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of the loader device and that the plunger had been depressed (deployed position). Blood was observed inside the delivery tube. The seal was fully unwound and the tension spring components were not returned. Based on the condition of the received device, the seal had been successfully deployed and removed. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.